Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. Customer was unable to clear the alarm. Customer uses energizer alkaline battery. Customer had to discontinue pump used and is following the medical prescription for insulin shots until replacement arrives.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, and unexpected restart error test. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the alarms. All operating currents were within specification. The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a scratched reservoir tube window and a missing end cap sticker.